Manufacturer narrative:
(B)(4). DHR - a review of the lot records was conducted and there were no indications of problems that could have caused or contributed to the complaint. The panta nail was not returned, but x-ray images were provided. Evaluation of the provided x-ray images showed that the nail appeared to be fractured into two pieces. The failure was confirmed. As the implant was not returned, a definitive root cause cannot be determined.

Event description:
A physician reported the panta 2 nail broke just distal to lowest oblong hole. The panta nail was implanted on (B)(6) 2020 on a tibio-talo-calcaneal (tcc) fusion, and on (B)(6), it was noted the tibia appears fractured from x-rays. The patient will need to undergo a second surgery to remove the panta nail. The patient felt a sharp pain while stepping down in his workshop last week. He did start weight bearing at 6 weeks in a boot. Physician¿s assessment: ¿I think there was movement in the inferior nail as seen by the lucency around it and the patient was too early weight bearing and heavy so constant repetitive back and forth then a sudden twist and there you have it. I plan to get a CT scan also¿.